Event description:
The recipient visited the clinic as the hearing performance with the device deteriorated through the past couple months to the point that the recipient was not hearing anything except loud noises. The user has been explanted.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient reported loudness fluctuations following a cold and antibiotics treatment. The most probable cause for the observed loudness fluctuations might be due to physiological changes in the cochlea. Furthermore, the implant registration card states that three channels have been left extra-cochlear at the time of implantation. In addition, during explantation surgery a cholesteatoma and fibrosis was found, which might have contributed to the observed issue. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient visited the clinic with due to the hearing performance with the device deteriorated through the past couple month to the point that the recipient is not hearing anything except loud noises. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the recipient reported loudness fluctuations following a cold and antibiotics treatment. The most probable cause for the observed loudness fluctuations might be due to physiological changes in the cochlea. Furthermore, the implant registration card states that three channels have been left extra-cochlear at the time of implantation. In addition, during explantation surgery a cholesteatoma and fibrosis was found, which might have contributed to the observed issue. This is a final report.

Event description:
The recipient visited the clinic as the hearing performance with the device deteriorated through the past couple months to the point that the recipient was not hearing anything except loud noises. The user has been explanted.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient reported loudness fluctuations following a cold and antibiotics treatment. The most probable cause for the observed loudness fluctuations might be due to physiological changes in the cochlea. Furthermore, the implant registration card states that three channels have been left extra-cochlear at the time of implantation, which might contribute to the reported issues. Further steps are considered by the clinic.

Event description:
The recipient visited the clinic as the hearing performance with the device deteriorated through the past couple months to the point that the recipient was not hearing anything except loud noises. Re-implantation is considered but has not been scheduled yet.